Event description:
It is reported that insulin pump had a frozen display. There was no response from the buttons. Customer's blood glucose reading was 101 mg/dl. The screen is not totally blank. No alarms during or after the time the buttons were not responding. Customer states the insulin pump was frozen with no advancement of time. Advised customer the insulin pump will be replaced. Nothing futher reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector. No frozen pump screen noted. Unable to verify for time anomaly or alarm due to no button response. The insulin pump had a missing end cap sticker.